Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow of this subcutaneous implantable cardioverter defibrillator (s-ICD) an error was displayed. The device parameters appeared normal. Boston scientific technical services (ts) that the error can be caused from a few different things, namely an extended telemetry session or multiple applications of a magnet. This can cause a transient drop in battery voltage which eventually recovers. A data upload was advised. At this time the system remains implanted. No adverse patient effects were reported.